Event description:
It was reported that during shoulder arthroscopy evaluation of labrum and labral debridement the super multivac 50 wand was brushed against a cannula upon its removal. The metal piece was broken inside the patient shoulder, x-rays confirmed the fragment was retained inside the patient and it could not be removed. No significant delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2049035 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.